Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated with multiple programmers and did not emit tones with application of a magnet. Consequently, after 7.2 months of service, this device was explanted and replaced.